Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated, establishing a relationship with the reported event. A visual inspection reported no visual issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device failed due to a sudden pressure drop (entered a non-recoverable error state for safety reasons). The root cause was determined as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation. The photos provided confirms a relationship between the device and the reported event, however a root cause is undetermined. It was reported that all indicator lights were illuminated and stopped working. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during treatment, pico 7 device was applied on (B)(6) 2021, everything went well and normal on that day. Until (B)(6) 2021 afternoon, all the 3 indicators suddenly flashing and the pico device stopped working. It happened on the 3rd day after the pico application. The treatment was completed without delay using a smith & nephew back-up device. No other complications were reported.